Event description:
It was reported that a patient death occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. After finishing the applications on the right superior pulmonary vein (rspv) with a fawave catheter, the pressure bag used for irrigation was replaced. At this point, air was thought to have gotten into the sheath and the patient experienced an air embolism that led to cardiac arrest. No air was seen in the sheath, but the physician believed that air may have entered the patient through the sheath when the irrigation bag was exchanged. Chest compressions, a heart catheterization, extracorporeal membrane oxygenation (ECMO) and cardioversions were performed, but the patient ultimately died on the same date of the procedure as a result of cardiac arrest from ventricular fibrillation. The sheath is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.